Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: weight unknown / not provided. B3: date of event unknown / not provided. G4: additional PMA/510(k) number ¿ k101880. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that after about four (4) years of function, the implant at tooth site #3 had fractured upon chewing. Peri-implantitis was also reported.